Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm thrice. The customer's blood glucose value was unknown. Customer stated they had to reset date and time and some settings on battery and also customer declined troubleshooting. The device will not be returned for analysis.